Event description:
It was reported that the customer was hospitalized for high blood glucose levels and that the insulin pump was broken. The blood glucose reading was 595 mg/dl. The blood glucose reading was 470 mg/dl upon admission. The customer declined troubleshooting assistance for the matter. She was discharged with instructions. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, and cracked battery tube threads.